Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a vessel perforation occurred. The lesion being treated was approximately 90% stenotic and was located in the popliteal (pop) artery. The physician used a 5f sheath from a retrograde approach to access the lesion. During the intervention, the location of the crown could not be seen because it was behind metal from a knee replacement. The device shut itself off while the control knob was in full forward position. When the physician attempted to adjust the control knob to its starting position, it would not move. The physician made multiple attempts to move the crown by using the control knob and pulling on the sheath of the device to remove it from the patient without success. At one point, he attempted to place an additional wire down to where the crown was to see if he could balloon the area to dislodge the crown, but the wire would not advance, so this attempt was aborted. The prime button was pushed several times in an attempt to provide extra lubrication to assist with removal, but this did not work either. The physician cut the sheath and drive shaft from the device handle and took the patient to the o.r. Stat. He attempted several times to perform a cut-down and remove the crown, but was unsuccessful. He then performed a bypass sfa-at. This was unsuccessful and the patient is scheduled for an amputation this week. Additional information has been requested regarding this event. See attached facility medwatch received (B)(4) 2012.

Event description:
It was further reported via the patient's medical record that the physician used a 5f sheath from a contralateral, up-and-over approach to reach the five right leg target lesions. The common femoral (cf) artery and profunda femoral artery were moderately diseased with stenosis of 60-70% throughout the course of the vessel. The superficial femoral artery (sfa) was diffusely diseased with multiple stenoses of 70% throughout its course. The popliteal (pop) artery, both above and below the knee, was diffusely diseased with eccentric plaque of 70% stenosis. A severe stenosis of 80-90% stenosis of eccentric plaque was noted behind the knee. This lead to the peroneal artery which demonstrated diffuse, eccentric disease consisting of 60-70% stenosis throughout its course. The anterior tibial (at) artery and the posterior tibial (pt) arteries were occluded at the ostium and did not reconstitute distally resulting in a single vessel run-off to the right foot. The lesions were treated with the 1.5 mm atherectomy device. During intervention, the device lodged behind an eccentric plaque in the pop artery below the knee and could not be disengaged. The physician decided to convert to an open exploration procedure for device recovery. The patient was then intubated. Open exploration showed that the pop artery was extremely and eccentrically circumferentially calcified. The proximal segment of the oad was transected and removed from the body, but the crown remained completely lodged in the wall of the pop artery. The physician decided to proceed with a common femoral artery to peroneal artery bypass graft using a 6 mm propaten ptfe. At this point, despite a patent graft, the patient continued to have minimal flow in his lower leg and could not be re-vascularized due to extensive calcifications and friable vessels. The physician decided to discontinue this limb salvage attempt and recommend above-the-knee amputation as no audible blood flow signals were present in the right foot and the in-vivo vessel status was much more severe than demonstrated on preop angiogram. The patient underwent a right above-the-knee amputation 3 days later. He has continued to do well after surgery and was discharged to a skilled nursing facility 3 days later for rehabilitation. The portion of the device that was removed during surgery has not been returned for analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record could not be reviewed as the lot number is unknown. The root cause for the reported event is unknown. (B)(4).